Event description:
It was reported that the pump indicated a system primary audible alarm acu (autonomous control unit) failure. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were in excellent condition and there was no visible contamination. Event history log (ehl) showed a primary audible alarm post and acu (autonomous control unit) watchdog failure. Power up and infusion / occlusion test were performed and the reported problem was not duplicated. Flex cable from interconnect board to main board was secured and glue was intact. Root cause could not be determined. Actions were taken to mitigate the reported issue: replaced speaker as preventive measure, performed power up process and all the functional tests passed.